Manufacturer narrative:
Compromised forced sensor system alarm during the basic occlusion test due to loose/protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was unknown at the time of incident but it was indicated that it was normal and did not require medical treatment. It was also reported that there were some compromised force sensor system alarms in the insulin pump's history. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.